Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 07/27/2016, that on (B)(6) 2016, the receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and no failures were detected. The reported event a frozen screen display was not confirmed. A root cause could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional evaluation was performed for the returned device. A review of the downloaded data log did not observe any errors related to the customer complaint. The reported event was not confirmed. A root cause could not be determined.